Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: the anvil was fully inserted into the device but it would not stay connected. Surgeon had to remove the anvil by transecting the esophagus and using another anvil. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding of over 500cc. There was no reinforcement material used. Operating time was extended by 30 minutes or more but did not cause any adverse events to the patient.